Event description:
Reporter called to report that since (B)(6) of 2020 his wife has had chemical burns, scaly, itchy, red skin - leathery skin in the shape of the sensor, buffy red pumps, and a rash over her entire body due to the adhesive on her dexcom sensors. The reaction last for several weeks, she as tried a skin barrier but, nothing seems to work. "We don't know what else to do."